Manufacturer narrative:
A service quote has been provided to the customer. However, as of the date of closure of this complaint, the customer has not accepted quotation and the cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the therapy disabled. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.